Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Corrected field: b5. Updated fields: d4 (lot number), d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The detached fragment was also sent, which was approximately 8 x 3 millimeters and thin like a film. There were no traces of detachment on the tissue pad of the device. There was also no damage, or detachment found on the outer tube of the shaft. Since no damage was found on the tissue pad or tube, it was determined that the shipped parts are not components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the returned fragment did not originate from the surgical ultrasonic energy device, but rather from surrounding equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the piece of plastic fell in the abdominal cavity.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, a plastic chip was confirmed within the body cavity. The plastic chip was successfully retrieved by forceps. It was unclear whether the plastic chip was from this surgical ultrasonic energy device or from a trocar of another manufacturer. The procedure was completed with the continued use of the subject product. There were no further reports of patient harm.